Manufacturer narrative:
Analysis was able to confirm the customers comment regarding the rate knob. The rate control knob turns hard. Contamination between rate control knob and the keypad was found. Hanger is cracked. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rate knob on an external pulse generator (epg) was too tight. The device was returned for servicing. There was no patient involvement.